Event description:
It was reported that the oximetry number drifts during invitro calibration. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the cable was visually inspected and contamination was found to have leaked inside the housing and damaged the pc board as well as the cable optics. This caused a memory error and the svo2 to be incorrect/drift. The device was taken out of service and destroyed.the device history record review was completed and all manufacturing and sterilization inspections passed with no non-conformances.